Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the right m1 segment in a patient with a very tortuous right internal carotid artery (ica) with a small inner diameter (ID), the physician advanced the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000144400) more distal into the target vessel and the catheter kinked in the distal 2/3 of the catheter. This created a vasospasm in that vessel. The physician then attempted to advance a zoom 71 catheter (imperative care) through the emboguard but experienced friction in advancing the catheter through the lumen of the emboguard. The entire system was removed from the patient. A walrus balloon guide catheter (q¿apel) was used for the remainder of the procedure. There was no negative impact to the patient. However, ¿time was wasted switching to the walrus balloon catheter.¿ on (B)(6) 2022, additional information was received. The information indicated that the access point was femoral. A pinnacle® introducer sheath (terumo interventional systems) was used. Vtk access catheter (cook medical) was used. Milrinone injection was administered to treat the vasospasm. The physician did not think the tortuous vessel with the small ID is a contributing factor to the vasospasm. A continuous flush was reportedly maintained. There was an approximately 15-minute delay in the procedure to prep the walrus balloon guide catheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the right m1 segment in a patient with a very tortuous right internal carotid artery (ica) with a small inner diameter (ID), the physician advanced the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000144400) more distal into the target vessel and the catheter kinked in the distal 2/3 of the catheter. This created a vasospasm in that vessel. The physician then attempted to advance a zoom 71 catheter (imperative care) through the emboguard but experienced friction in advancing the catheter through the lumen of the emboguard. The entire system was removed from the patient. A walrus balloon guide catheter (q¿apel) was used for the remainder of the procedure. There was no negative impact to the patient. However, ¿time was wasted switching to the walrus balloon catheter.¿ on (B)(6) 2022, additional information was received. The information indicated that the access point was femoral. A pinnacle® introducer sheath (terumo interventional systems) was used. Vtk access catheter (cook medical) was used. Milrinone injection was administered to treat the vasospasm. The physician did not think the tortuous vessel with the small ID is a contributing factor to the vasospasm. A continuous flush was reportedly maintained. There was an approximately 15-minute delay in the procedure to prep the walrus balloon guide catheter. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000144400) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vasospasm is a known potential complication associated with the use of the emboguard device and is mentioned as such in the instructions for use (IFU). Since a kink occurred, there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended. Also, interference or friction between devices is a known occurrence. If resistance is encountered, the system should be withdrawn together as one unit to prevent injury. This is a common practice during procedures and is stated in product ifus. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges an increased potential for patient injury is remote. However, the severity of the event is unknown and the relationship of the emboguard device to the reported event cannot be excluded. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ with the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.